Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space was failed. A field service engineer (fse) inspected the drawer 2.1, reseated the row board to the drawer controller header and all row board connections. Fse found metallic debris and cleaned the debris from the tray and tested in hardware test application. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to obtain med due to failed storage space. There were no adverse events or injuries reported based on this event.